Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. Caller declined troubleshooting, and no additional information was received regarding the outcome of the event. Reportedly, the customer reverted to an alternate method insulin therapy.